Event description:
(Report 3 of 3) it was reported during surgery the guidewire (part number ws-1407st-s) broke when using the acutrak 4/5 bone screw (part number am-0040-s) on a patient with a acromion fracture and the piece of broken guide wire was left in the patient's body. It was also reported that the tip of the driver (part number hd-2515) twisted and broke off, but the broken piece of the driver was removed. The surgery was completed with no delay. There were no adverse patient consequences reported. There are 3 related report numbers for this event 3025141-2024-00564 - 3025141-2024-00566.

Manufacturer narrative:
The reported .054" x 7" st guide wire (part number ws-1407st-s) was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the guidewire is unknown. The reported 40.0mm acutrak® 4/5 bone screw (part number am-0040-s, batch number 583979) was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 2.5mm cannulated hex driver (part number hd-2515, batch number 489830) was examined visually under magnification. Neither the guide wire nor the screw was returned; the driver was returned in two pieces (a main body portion, and a tip portion). The returned driver exhibited a breakage at the male hex drive end; instead of terminating with a standard male 2.5mm hex drive feature, the device instead terminated with a fracture plane that cut through the drive feature. There was sporadic brown discoloration (corrosion?) Visible on edges of the breakage as viewed from the side. The main driver body's drive interface terminated in a singular fracture surface / fracture plane. The observed fractured surface was perpendicular to the device axis. The fractured surface exhibited no visible bowing or cupping; the surface was largely smooth with little to no texturing. Regions adjacent to the fractured surfaces exhibited no stretching or necking (i.e. No signs of ductility). There were no immediate visible / clearly visible progression/beach/seashell marks on the surface (i.e. No signs of fatigue). The drive feature was additionally twisted about the device axis. The drive feature does not appear to be bent off-axis. The separated tip portion mirrored/mimicked all of the commentary. The observed device damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggested a brittle failure mode may have occurred; brittle failure may occur when unusually large torques are applied to devices. Devices that fail in pure torsional loading conditions (i.e. Over-torque) will usually have a singular flat fracture plane that is perpendicular to the device axis; devices that fail in this manner may also exhibit twisting of drive features purely about the device axis (a potential sign of high torsional loading). Devices that fail in complex loading conditions beyond pure torsion (i.e. Over-torque with additional off-axis loading) may exhibit a flat or slightly cupped fracture plane, as well as potential multiple/complex fracture plane setups, which are usually oblique/angled to the device axis; these complex loading scenarios may also result in the main feature being bent off-axis. The presence of multiple fracture planes, oblique angulation of fracture plane(s), cupping of fracture planes, and/or bending of the overall feature may suggest that complex loading scenarios (including potential off-axis loads) could have potentially contributed to part failure if such items are present. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.